Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy, the device did not fire. The device was removed and rebooted and was determined that the adapter was not functioning. A manual handle was used to complete the case. There was no patient harm.